Event description:
It was reported that the pt expired. No cause of death or relationship of the pt's death to the device or therapy was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.